Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed the minute ventilation (mv) signal on the atrial channel, resulting in inappropriate atrial tachy response (atr) mode switches and atrial pacing inhibition. The device and non-boston scientific right atrial (ra) lead exhibited two elevated atrial impedance measurements; however, were not out of range. The device was reprogrammed and the patient was to follow up in three to four months. No adverse patient effects were reported. The device remains in service.